Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the skull clamp would not stay in the a1059 mayfield modified skull clamp. The date of the event was not specified. It was unknown if there was any patient injury. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A device history record review could not be performed at this time as the lot number was not provided. The reported complaint was unconfirmed. The root cause analysis could not be performed at this time.

Event description:
N/a.